Event description:
Crrt machine suddenly alerted red with beeping and the screen froze. The nurse attempted manual return of blood which was unsuccessful. The device was removed from service for evaluation by clinical engineering. We are currently searching (retroactively) for the evaluation and will update this report shortly.